Event description:
This lead was implanted approximately (B)(6) 1981 and capped on (B)(6) 2011 due to noise. The physician was dr. (B)(6) at (B)(6) health systems in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).